Manufacturer narrative:
(B)(4): the symptom was clarified as the display on the device was blank when the device was powered up. The customer localized the cause of the issue to an incomplete electrical connection. The customer unplugged and reinserted the connector to resolve the issue. No parts were replaced.

Event description:
The customer reported that the switch key is out of control. There was no reported patient involvement.